Manufacturer narrative:
No report of patient involvement. Ge healthcare service could not determine cause of reported issue. Replacement of the on standby switch was recommended.

Event description:
The hospital reported a malfunction causing a system shutdown resulting in a loss of mechanical ventilation. There was no report of patient involvement.